Event description:
The donor called today to report that, following the last donation on (B)(6) 2026, severely itchy and red swelling developed. On (B)(6) 2026, she presented to the department of dermatology at (B)(6) because red, intensely itchy skin lesions had appeared, starting from the head and spreading over the upper body. Product: avsf1732-tc-30b-gt. Diagnosis: allergic reaction of unknown cause. Therapy: antihistamine, topical ointment.